Manufacturer narrative:
Lumenis service evaluated the vasculight elite device. Per the lumenis customer engineer ce, the device output was about 30% high (out of specification). The high output appears to be the root cause of the incident. In addition, the customer was using refurbished treatment heads purchased from a third part source, and these treatment heads were beyond their normal lifetime. It appears the third part company may have adjusted the system factor to allow these aged treatment heads to continue to operate beyond their normal lifetime. This may have prematurely aged the switching module, which had failed per the ce. Per the ce, the poppling sound" was not related to the safety incident. Lumenis recommended to customer to use only treatment heads purchased from lumenis. The customer purchased a new sr560 treatment head from lumenis. The ce returned to the customer location and replaced the switching module. The ce recalibrated the vasculight elite device and performed a periodic maintenance after which ce reported the device was working fine.

Event description:
Per customer, patient underwent ipl treatment to face (cheek and chin) in 2005. Before firing, unit made a funny noise or popping sound. When it fired, patient sustained a "severe burn", dusky grey color, on the cheek in the shape of the large crystal unknown yet if it will blister. Several other areas were darkening as the patient left the office. The patient was recommended to apply aquaphor (otc) and sunblock as well as topicort topical steroid (prescription). Per the customer, the patient had hypopigmentation that was not expected to be permanent. The physician expected to perform a chemical peel at one month the blend in the pigment. Per the physician, the patient also had a scar that was temporary.